Manufacturer narrative:
The hill-rom technician found the caregiver controls needed to be replaced. Per the hill-rom user manual, warning: mechanical parts under the bed pose a risk of serious injury. Exercise control over visitors, especially children, to keep people out from under the bed and prevent unauthorized access to the bed positioning controls. Failure to do so could cause patient injury, personal injury, or equipment damage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caregiver controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was going into trendelenburg on it's own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).